Event description:
An amt sales representative was made aware that a facility had two or three bowel perforations occur in the past year while placing 14fr gj devices. In each case the patients were small babies, reportedly between 7-10 lbs. Each event happened 4-6 days after the initial placement of the device. This is the only information regarding the events that amt was given. Amt attempted to obtain more details surrounding the specific events, including patient and product information but nothing further was provided. Therefore, amt is unaware of the extent of injury to or condition of any of the patients. We are unable to verify whether our devices are related to the reported cases or not. There is no information provided that points to amt's devices being the cause of these failures and there was no indication that any malfunction occurred. Additionally, a device history review could not be conducted as the devices were not returned and no lot or laser numbers were reported with the complaint.